Manufacturer narrative:
Concomitant medical product: d314drg, ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it was observed that the atrial impedance has dropped recently on the right atrial (ra) lead but all current measurements still appear within expected range. The ra lead remains in use. No patient complications have been reported as a result of this event.